Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 failing patient side occlusion test was not identified during the customer call. Patient side occlusion is not adjusting with tolerance rate which is in the range of 7.7 to 12.7 psi. Despite calibration and factory reset, the patient-side occlusion pressure remains high at 13.6 psi and cannot be readjusted within the acceptable tolerance range. Hence, recommend to changing logic board. The logic board is likely faulty and unable to correctly readjust or regulate the pressure value. Since device is still under warranty, they would like to send it in in their own time. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported 8100 failing patient side occlusion test. There was no patient involvement.